Event description:
It was reported the patient experienced an internal deformation of implant at tooth site #31, unable to seat crown/abutment.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H10: additional narrative. Zimvie received one (1) bost3211, (3i t3 non-platform switched tapered implant 3.25 x 11.5mm) for evaluation. Visual evaluation was performed , no damaged threads has been identified. DHR review was completed for the subject lot number 2022120776. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2022120776 for similar events and no other complaint was identified. Review completed utilizing keywords: functional : damaged threads. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation is material selection of the implant was not adequate to withstand recommended torque values for placement of restorative component. Therefore, based on the available information, a device malfunction did not occur. There was no damage identified to the threads. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation

Event description:
No further event information is available at the time of this report.